Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their leadless pacemaker was exhibiting problems and was inactivated and replaced with an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.